Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. The reason for the reported revision surgery was not specified. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. On (B)(6) 2017: the patient had unspecified injuries and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the bard/ davol flat mesh. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. (B)(6) 2017: the patient had unspecified injuries and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the bard/ davol flat mesh. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Per additional information provided: (B)(6) 2013 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of bard flat mesh. Per operative notes, ¿multiple hernias were identified, the entire fascia opened up connecting all defects into one incision. A piece of bard flat mesh was tacked down to the fascia and sutured.¿ (B)(6) 2013 - patient was diagnosed with skin & subcutaneous abscess, chronic granulation tissue thereby underwent abscess drainage and wound vac placement. (B)(6) 2017 - patient was diagnosed with abdominal wall abscess thereby underwent partial removal of exposed infected mesh. Per operative notes, ¿a large abscess cavity was entered, evacuating a large amount of purulent material. There was a small amount of exposed non-incorporated mesh, which was excised.¿ attorney alleged that the patient had abscess, infection, pain and emotional injuries. It was also alleged that the patient had exposed non-incorporated mesh, lesion, granulation tissue, debridement and wound vac placement.

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. The reason for the reported revision surgery was not specified. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years 8 months post implant of bard flat mesh, patient was diagnosed with bacterial infection, abscess, purulent discharge and protrusion thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists infection as a possible complication. The warning section of the IFU states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-jul-2008) is considered to be a best estimate. Updated fields: a2, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no.), d.6b (date of explant), g1, g3, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. (B)(6) 2017: the patient had unspecified injuries and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the bard/ davol flat mesh. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Per additional information provided: (B)(6) 2013 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of bard flat mesh. Per operative notes, ¿multiple hernias were identified, the entire fascia opened up connecting all defects into one incision. A piece of bard flat mesh was tacked down to the fascia and sutured.¿ (B)(6) 2013 - patient was diagnosed with skin & subcutaneous abscess, chronic granulation tissue thereby underwent abscess drainage and wound vac placement. (B)(6) 2017 - patient was diagnosed with abdominal wall abscess thereby underwent partial removal of exposed infected mesh. Per operative notes, ¿a large abscess cavity was entered, evacuating a large amount of purulent material. There was a small amount of exposed non-incorporated mesh, which was excised.¿ attorney alleged that the patient had abscess, infection, pain and emotional injuries. It was also alleged that the patient had exposed non-incorporated mesh, lesion, granulation tissue, debridement and wound vac placement.

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. The reason for the reported revision surgery was not specified. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum#1: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years 8 months post implant of bard flat mesh, patient was diagnosed with bacterial infection, abscess, purulent discharge and protrusion thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists infection as a possible complication. The warning section of the IFU states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-jul-2008) is considered to be a best estimate. Addendum#2: h11: this supplemental emdr is submitted to correct the annex b-code and DHR statement. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years 8 months post implant of bard flat mesh, patient was diagnosed with bacterial infection, abscess, purulent discharge and protrusion thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists infection as a possible complication. The warning section of the IFU states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: h6 (annex b-code). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.